Event description:
Nurse called reporting that customer was treated for high blood glucose of 769 mg/dl with 21 units of insulin. Nurse inquired on replacing insulin pump as customer experienced no delivery alarm. Nurse was advised that troubleshooting would have to be performed before replacing insulin pump. Nurse would be calling back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.